Manufacturer narrative:
A getinge field service engineer (fse) was not dispatched to evaluate the unit. Customer informed that unit was repair in-house. A supplemental report will be submitted if additional information is provided. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) top screen will go white periodically. There was no patient involvement reported.